Event description:
It was reported that there was an over infusion of rituximab. Clinicians had titrated the rate with approximately 150 ml left in the bag. Clinicians were alerted by an air-in-line (ail) alarm that the IV bag was dry. However, the clinicians' calculations indicated that the line should not have been dry at that point in time. There was patient involvement and no harm.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an over infusion of rituximab was not determined because no products or device logs were returned.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of rituximab. Clinicians had titrated the rate with approximately 150 ml left in the bag. Clinicians were alerted by an air-in-line (ail) alarm that the IV bag was dry. However, the clinicians calculations indicated that the line should not have been dry at that point in time. There was patient involvement and no harm.